Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this cardiac resynchronization therapy pacemaker (crt-p) battery status showed eleven months remaining. Analysis was performed and indicated that there was an increased in power consumption which was in extreme excess of normal operation. However, other diagnostics appeared normal. In addition, the device was assumed to be malfunctioning but the root cause was not determined. This crt-p was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device case was opened and internal visual inspection noted no irregularities. An external power source was connected to the device and internal measurements noted a high current drain. Further detailed testing isolated the problem to a degraded tantalum capacitor that prematurely depleted the battery.